Event description:
It was reported the camera head had no image. The reported malfunction occurred during preparation for a therapeutic hysteroscopy with endometrial ablation. The procedure was successfully completed using a similar device. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
E1 postal code: (B)(6). The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Based on the results of the investigation, the most probable cause of the findings is component failure. The evaluation also identified an additional finding of the image flickering. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Instructions for use (IFU) indicate: ¿if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity be observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation.¿ chapter dangers, warnings, and cautions troubleshooting¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had no image. The reported malfunction occurred during preparation for a therapeutic hysteroscopy with endometrial ablation. The procedure was successfully completed using a similar device. There were no reports of patient injury or medical intervention associated with this event.